Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the shunt. According to the report, after the operation, the patient developed a mild intracranial infection. The report stated that the doctor explanted the product and gave the patient some antibiotics to control the infection.

Manufacturer narrative:
The valve was patent. It met the requirements for siphon, reflux, leak, pressure-flow and pre-implantation testing. There was a small amount of proteinaceous debris in the interior and exterior of the device. The instructions for use that accompany the device caution that ¿local and systemic infections are not uncommon with shunting procedures¿. A review of the manufacturing and sterilization records showed no anomalies. (B)(4).